Event description:
It was reported that a large volume folfusor leaked from an unspecified location. This was observed when the shipment was unboxed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between may 6-8, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample shows fluid inside the bag that contains the device which suggests leak may have occurred. The reported condition was verified. The cause of the leak was found to be due to broken tubing at the solvent bonding junction of the flow restrictor during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.